Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. E are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod 10 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. Upon removal of the pod, the cannula was found to be bent. No treatment information was provided.